Event description:
Breast implant illness, got severely sick with over 55 symptoms that I never had before. Open wounds and rashes specifically on my breasts, pain directly on my breasts. Numbing pain going down my arms and into my hands. I suspect rupture of my silicone implant which is also causing sharp pains and numbing. I was perfectly healthy until I had silicone implants put inside me. I got sicker and sicker every day. I will explant soon. FDA safety report ID# (B)(4).